Event description:
Clinical trial. It was reported that post index procedure, a stent thrombosis (st), myocardial infarction (mi) and target vessel revascularization (tvr) occurred. The patient presented to the index procedure with an acute mi. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3.2 mm wide, 16 mm long, and 40% stenosed. The physician predilated the lesion prior to placing a 3.0 x 24 mm taxus express2 stent. Residual stenosis was 0%. The patient received bivalirudin and abciximab during the procedure. The patient was discharged 7 days later on aspirin and plavix (amongst others). At 282 days later, the patient presented with angina to a non enrolling hospital. An st elevation mi was diagnosed. The coronary angiography showed an st at the proximal end of the mid lad stent. It appeared that the 3.0 x 24 mm taxus express2 stent was undersized, so it was dilated. A thrombectomy catheter was also used. Another 3.5 x 12 mm taxus express2 stent was placed, overlapping the previous stent. There were no complications. The patient was on aspirin and plavix at the time; however, the physician questioned compliance. The patient was discharged one day later. In the opinion of the physician, there is a definite relationship between the tvr and the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.